Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The touch screen test failed upon power up. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) on the inverter board. A known good inverter board was installed and the touch screen functioned as intended. The functioning inverter board was removed from the touch screen at the completion of the investigation. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device history record (DHR) found a prior occurrence of blank screen. The failure analysis problem report indicated that the inverter board was damaged. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during setup for their peritoneal dialysis (pd) treatment. The cycler was plugged into a working outlet. The ok and stop keys were on. The cycler was rebooted, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.